Event description:
It was reported that the left ventricular (lv) lead had become dislodged and was therefore unable to capture at the highest output. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product ID 507652 implantable pacing lead, implanted: (B)(6) 2013; product ID 6947m62 implantable tachy lead, implanted: (B)(6) 2013; product ID d314trm cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013. (B)(4).